Event description:
Contralateral wire caught on hooks upon jacket retraction. Resolved with guiding catheter. Jacket retraction was difficult. An endoleak in the contra limb was resolved with an aneurx cuff.